Event description:
Medwatch #(B)(4) was received and included with this report.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.